Manufacturer narrative:
Identification#: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the customer was experiencing issues with a repeated driver failure with hfov 3100b. Patient involvement but no patient harm.